Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date is feb 2014. The device was received and the evaluation is complete. The reported event was unknown; however, a low drain volume alarm was identified during a review of the event history log. A device history record review revealed no issues that could have caused or contributed to the reported issue. An internal and external visual inspection was performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred on a homechoice device. The home patient stated that they could not remember the specific alarm. The technical service representative initiated a swap the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.